Event description:
It was reported that the user experienced a hypoglycemic event and a subsequent hyperglycemic incident after the cartridge fell out of the ilet, and because the user could not navigate the menu or complete a site change without assistance, customer care advised reverting to multiple daily injections. The device problem aligned with improper or incorrect procedure or method and involved the cartridge component. Symptoms included hyperglycemia peaking at 347 mg/dl. Outcomes included multiple unsuccessful attempts at contacting user to obtain additional information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with improper or incorrect procedure or method related to the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.